Event description:
Reportable based on the analysis completed in 2007. It was reported that upon opening the package of the 2.75x28mm taxus express2 drug eluting stent, the "device appeared to be damaged." The device was not used. Another of the same taxus stent was used to complete the procedure. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
Device analysis. Initial examination of the returned device revealed a shaft polymer kink. Visual examination of the remainder of the device revealed stent damage. No further damage was noted on the returned device. A shaft polymer kink was measured approximately 12cm distal to the port. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. No other kinks or damage were noticed along the shaft of the device. Visual and microscopic examination of the crimped stent revealed stent damage. The damage was found on the eighth row from the proximal end. The struts appeared to be flared outwardly. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. No visual defects were observed under magnification. A review of the shop floor paperwork for this particular batch namely top assembly batch and sub- assembly batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.